Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/18/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed within the battery compartment. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.